Manufacturer narrative:
The investigation is in progress. A sample has been received but has not yet been evaluated. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported experiencing poor actuation of the probe during a vitrectomy procedure. It was noted that the test had passed. The issue resolved after the product was exchanged. There was no harm to the patient.